Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had an anastomosis performed on their bowel. About a week later, the patient was having fevers and showing issues. A week after that, the patient tested positive for having e-coli in their intestines caused by microscopic leak. They had to re-admit the patient a few weeks post operatively.